Event description:
The customer reported that she had at least three instances when she could not lower her blood glucose. Troubleshooting was performed. The customer mentioned that the insulin pump did not alarm no delivery. Advised the customer to call back when the tubing clamp arrives to continue testing. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found repeated low reservoir alarms. The drive support cap appears normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.